Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a driver/motor anomaly. They had issues while rewinding the piston. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test, occlusion test and excessive no delivery test due to detached end cap. The motor was tested outside the device and passed. The insulin pump was received with operating currents within specifications and passed self-test, basic occlusion test and unexpected restart error test. The insulin pump was able rewind properly; no rewind anomalies noted. The insulin pump had cracked case at the display window corners, cracked display window and cracked battery tube threads. The insulin pump had minor scratched display window, case and keypad overlay. The insulin pump was missing the end cap sticker.